Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the device was fully clip-deployed with all components in appropriate post clip-deployment positions. However, because the clip was not returned, the reported product experience could not be confirmed. Possible causes for a mislocated clip include patient body movement during the procedure. However, based on the reported information and the evaluation of the device, the definitive cause could not be confirmed. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint database for this lot revealed no incident with similar reported product experience.

Event description:
It was reported that a physician trained in the use of the starclose se clip attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after the clip was deployed, upon removal of the device, hemostasis was not achieved. The clip was found above the artery in the tissue tract. The clip was removed with hemostats and manual compression were used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.